Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The customer's test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.   Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results from accu-chek inform ii meter serial number (B)(4). At 18:34 the meter results were 405 mg/dl and 284 mg/dl. The results were taken within the same minute.